Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. During the procedure, the device would not hold in place and the pt was not content. The device was removed, and a second sling device was successfully placed in the "u" position.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.